Manufacturer narrative:
Update 27mar2024: root cause: the root cause was determined to be a defective esm. No further issues were observed after it had been replaced.

Event description:
Hamilton medical ag received the following description: while on standby, the ventilator suddenly began to alarm: the watchdog (protection mechanism) detected that a process does not exist or reacted too late. Several technical fault codes were indicated. The ventilator could not be turned off to stop the alarms and was taken to the workshop. The next morning, the technician on duty found the device with a completely empty battery.

Manufacturer narrative:
End user tested the device and could not reproduce the failure. Investigation is ongoing.